Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 438 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer did not provide information whether she using auto mode feature at the time of event or not. Customer reported that she received new insulin pump but it also had insulin flow block alarm like her old insulin pump. Troubleshooting was done for insulin flow block alarm. Customer advised to disconnect at the quick release. Assisted customer in performing a 5.0 units fill cannula. Customer stated that the insulin exited. Customer was able to remove set at this time to test site portion of infusion set. Customer was advised to change the entire set system. Customer also called previously to report insulin flow block alarm and insulin pump was not working. The insulin pump was not returned for analysis. Frn-unk-rsvr, unomed inf set.